Manufacturer narrative:
The insulin pump had button error alarm due to corroded on keypad traces. No moisture damage was found on electronic motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 400+ mg/dl. The customer treated with lantus injection and shorting acting for eating. The customer stated that the alarm did not occur right after the pump was exposed to moisture. The customer stated that the pump alarmed button error last night and was not able to clear it. The customer stated that she was at the lake and could have been exposed to sweat. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.